Manufacturer narrative:
MDR decision changed. Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Cable returned missing one end of anderson connectors and the shrink tubing is cut. Product received expanded evaluation. The expanded evaluation report states: visual inspection- it was observed that the ptc lnx adapter was adulterated. Where the mini-fit jr molex housing was located, there were two aftermarket ring terminals connected to the white and black wires. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the ptc lnx adapter of producing smoke, sparks, arcing, or fire during functional testing. Also, it was observed that there was no evidence of smoke, sparks, arcing, fire, or melting on any of the returned components of the ptc lnx adapter. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the actuator will not operate the legrest. During troubleshooting the dealer determined that the jumper that comes directly out of the controller to the actuator appears to look as if it has melted.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the actuator will not operate the legrest. During troubleshooting the dealer determined that the jumper that comes directly out of the controller to the actuator appears to look as if it has melted.